Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided info. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised due to subsidence of the tibial component. The tibial tray was loose at the bone/cement interface. Depuy cement was used.